Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause for the presence of foreign matter was not determined. The foreign matter was not identified. Reprocessing information was requested but not provided. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had an image blackout. The issue was observed during routine maintenance; therefore, no patient harm was associated with this event. The device was returned to olympus for a device evaluation and found the acoustic lens had a scratch which reached to the glue-layer, and the forceps elevator had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation could not be confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the air/water tube the amount of water contact did not meet the standard value, due to clogging of the air/water tube, water removal ability did not meet the standard value, due to clogging of the air/water tube, no water was fed, due to deformation of the electrical connector the water tightness was lost, due to wear of the angle wire, bending angle in the up/down and left/right directions did not meet the standard value, due to wear of the angle wire, the play of the up/down and right/left knobs were out of the standard value, due to deformation of the lock engagement knob the right/left and up/down knobs could not be locked securely, the adhesive on the bending section cover rubber was detached, the scope connector had corrosion due to water leakage, the electrical connector had corrosion due to water leakage, the ultrasonic connector was sticky due to water leakage, printed circuit board and flexible circuit board had corrosion due to water leakage, due to discoloration of the light guide rod the light guide rod gets warm, due to damage on cover of ultrasonic cable the insulation resistance between evis and ultrasound connector did not reach the standard, the distal end had a burn, the connecting tube had a buckling, the light guide cover glass was dirty, the grip had a dent, the light guide lens had a scratch, the universal cord had a scratch, and the control unit had a scratch.